Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED AT THE YEAR OF 2024. BLOCK D6B: EXPLANT DATE: 2024. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-70. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7072565. MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 70 CM. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2218-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 19496747. MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI): (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT AN EXPLANT PROCEDURE DUE TO AN UNKNOWN REASON. NO FURTHER INFORMATION COULD BE OBTAINED.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred at the year of 2024.Block D6b: Explant Date: 2024.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-70.Serial Number: (b)(6).Batch/Lot Number: 7072565.Model/Catalog Description: LINEAR ST LEAD KIT 70 CM.Unique Identifier (UDI): (b)(4).Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 19496747.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI): (b)(4).Investigation Results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.